Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. After completing the incision and tying the knot, the suture ripped while tightening the knot. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.